Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found,visual summary analysis of the lead indicated apparent explant damage. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue. The r-wave amplitude has been consistently below 6mv since (B)(6)2015.

Event description:
It was reported that the right ventricular (rv) lead had undersensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.